Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time halyard is pending its return. A review of the device history record (DHR) was conducted for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: unk, flow rate: unk, procedure: unk, cathplace: unk. It was reported that there was an incident of a stuck bolus button and a fast flow using a pain pump. Once the bolus button was deployed it did not pop back up quickly. The pump infused "medication at a rapid rate (greater than the basal rate) when it was disconnected from the nerve block catheter. This rapid rate was after the bolus should have been back to the lower basal rate of infusion". No patient injury or medical intervention was reported. The pump is reported to be available for return and analysis.